Event description:
It was reported to st. Jude medical that the device was explanted when a low battery voltage was observed. The low battery voltage was believed to have been caused by a insulation failure.